Manufacturer narrative:
The device will not be returned if additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that patient (B)(6) underwent a revision surgery three years after previous revision surgery due to "screw impinging on suprascapular nerve". Aequalis reversed ii glenosphere and screws were removed, as well as aequalis ascend flex reversed insert and tray. The aequalis ascend flex stem was retained from previous surgery.